Event description:
Pt had been turned to get ready for tissue plasminogen activator (tpa) to be placed in his left wall chest tube. When checking chest tube, noted that the catheter had snapped under him, at the catheter port. Pressure applied, and clamped as per instruction. Drs. Notified. Chest x-ray obtained, interventional radiology (ir) notified since they placed it. They determined it would need to be replaced. It was clamped until it was replaced.

Event description:
Pt had been turned to get ready for tissue plasminogen activator (tpa) to be placed in his left wall chest tube. When checking chest tube, noted that the catheter had snapped under him, at the catheter port. Pressure applied, and clamped as per instruction. Drs. Notified. Chest x-ray obtained, interventional radiology (ir) notified since they placed it. They determined it would need to be replaced. It was clamped until it was replaced.